Event description:
It was reported the device was unable to pair. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was able to be interrogated in clinic resolving the event. The patient was stable.